Event description:
It was reported that on (B)(6) 2014 during deployment of an anchor during surgery, the metal shaft and handle separated from the syringe. The deployment tool looked intact but as soon as the anchor was deployed it did not come off and the metal deployment shaft stayed intact and the handle stayed on. The physician was unable to reattach to the syringe. The anchor was cut away and a new anchor deployment tool was used. It completely detached from the plastic shaft, the metal shaft and the anchoring mechanism was half on the metal sheath. They were unable to pull it off or to put it back on the shaft, so they used the razor mechanism to cut it away from the metal shaft to get it to release. A new anchor was used. The patient was not affected by the event. Patient status at time of this report was alive; no injury. The pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID: 8785, lot# serial# unknown, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter revealed the anchor did not properly detach from the ascenda tool and they were not able to use it. The proximal side of the anchor shows significant tearing. The anomaly seen was related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The handle separated from the hypotube on the anchor deployment tool. There was no complaint against the anchor deployment tool (adt) and no anomaly seen.